Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the implants at tooth sites #23 & 26 were removed due to allergic reaction. Patient reported to primary care physician with rash several days after placement, she saw an allergist and was told titanium allergy to be present. Allograft was placed after removal. Symptoms as a result of the event: abscess.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. Zimvie received one for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No apparent malfunction was identified that would cause or contribute to the reported event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (i.e. Patient conditions.) Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.